Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) monitor involved with this complaint to perform failure analysis (fa). The high-resolution stereo viewer (hrsv) monitor was analyzed, and the failure was confirmed and replicated. The unit was installed onto the test system, and it was found that the video feed was dead on startup. The system was power cycled 10 times and near the end of power cycling the unit turned on without issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the high-resolution stereo viewer (hrsv) to correct the reported problem. The system was tested and verified as ready for use. Isi has not received the hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the left vision in the surgeon side console (ssc) was blank. The customer tried restarting and reseating the blue fiber cable. The tse found no errors in the logs. The csr confirmed no video I/o connection at the personality module surgeon console (pmsc). The tse suggested a hard power cycle, but the issue persisted. The tse informed the csr that the left monitor was down. There was no reported injury. Procedure was completed. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the csr said that the procedure was completed robotically. The procedure was completed with another surgeon side console. This was not a dual console procedure.